Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not retract properly due to a damaged component. The product user guide instructs the user to " check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon placement. The patient followed the labeling as recommended. There was no adverse event. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Caller states that when her daughter put on a new pod her b/g was around 100. Caller states that within a few hours b/g wen to 300 and remained between 300-350 after several boluses and no eating. Caller states that settings were all correct and that they removed pod because b/g was registering 300+ all day. Caller states that once a new pod was activated users b/g came down to 70 within hours. No further issues reported. The device is being returned for evaluation.